Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device refused to fire staples correctly. Some staples formed completely while some did not. Replaced with like device to proceed. Case completed successfully. There was a 30-second delay to procedure. No adverse event to patient.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and one driver from the left inner row was damaged and out of its intended position; the left inner sled ramp and left cartridge internal towers were damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No conclusion could be reached on what caused the driver to move out of its intended position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? Yes, gore medical. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. What was the location of the malformed staples (distal to proximal, left to right)? Proximal stomach near the fundas.